Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes the tube have been pushed off during use. There was no report of impact to patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 20feb2024. H.6 investigation summary: bd received 3 samples for investigation. The samples along with retention samples were visually inspected with no issues observed. Additionally, the samples and retention samples were functionally tested. All tubes were within specification limits with no tube push off occurring. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode, tube push-off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes the tube have been pushed off during use. There was no report of impact to patient or user.